Event description:
Health care professional reported right side deflation . The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified, delamination in the diaphragm valve, crease fold, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify, delamination. Based on the device analysis, the final assessment is: delamination of the diaphragm valve assessed, as adhesive failure.

Event description:
The device has been replaced.